Manufacturer narrative:
Initial reporter telephone number: (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in fungal peritonitis. The breach in aseptic technique was not further specified. The peritonitis was manifested by cloudy effluent. Five days after the onset of peritonitis; the patient was hospitalized for the peritonitis event. The same day as event onset, the patient was treated with intravenous vancomycin (discontinued four days later) and intraperitoneal amikacin (discontinued four days later). The same day as hospitalization, the patient began treatment with unspecified intravenous fungal treatment for the event. Four days after event onset, dianeal therapy was discontinued. At the time of this report, the patient remained hospitalized, was not recovered from the peritonitis and was performing hemodialysis therapy. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
On unreported date the patient completed the intravenous anti-fungal treatment. On unknown dates, the patient was discharged from the hospital and was recovered from the peritonitis. At the time of this report, the patient was permanently switched to hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.